Event description:
It was reported by service report that the side rails were wobbly and the siderail could unlatch during movement of the stretcher. The customer could not determine if there was pt involvement or if there were adverse consequences to report.